Event description:
The following was reported to davol via maude event report ((B)(4)) "allergic reactions after surgical implantation of polypropylene mesh (2014) to repair inguinal hernia. Reactions included daily varied outbreak of hives and rash over chest, arms, groin, inguinal site and abdomen. Had surgery to repair a right side, inguinal hernia. A polypropylene mesh/plug was implanted to repair hernia (2014.) Within 24 hours of this implantation, numerous reactions around my body began to occur in addition to the expected pain and testicle swelling. These reactions included rash and hives on scrotum, penis, chest, ana arms. A large (6 cm diameter) discolored rash developed in the bed of each elbow as well as hives down the length of both arms. Unsuccessfully treated outbreaks with 25mg benadryl tablets and 1 percent cortisone cream. Checked with surgeon to ask if this reaction was normal or my body reacting to or rejecting the implant. The response was there was nothing in the implant that the body would react to in such a manner and suggested it must be something else. Hives continued to develope down both arms from elbow to wrist, on the chest, on the neck and groin area. Went to emergency room (2014) to resolve severe allergic reaction. Referred to an allergist for evaluation and resolution. Allergist prescribed medications to end daily allergic reactions (2014.) Allergic reactions continued reactivity to polypropylene mesh was eventually determined using separate patch test (2014.) Allergist contacted manufacturer (date unk) and referred me back to surgeon for further action. Surgeon indicated he would remove implant as needed (2015.) Elected not to remove yet since surgical area continued to heal and allergic reactions have decreased. Emergency room treatment post surgery (2014.)"

Manufacturer narrative:
As reported, the pt tested positive to reactivity testing performed with an (unk) polypropylene mesh sample. Results of this test have not been provided to davol. Per follow up with the pt, the mesh remains implanted and he does not wish to remove the mesh or have any other surgical intervention. He states that the allergy-like symptoms have slowly subsided. Without product identifies a review of the manufacturing records is not possible. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the pt's alleged reaction to the mesh. As reported the pt's condition has continued to improve with time. If additional info is obtained, a follow up MDR will be submitted. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
This is an addendum to the initial MDR and is sent to document the product code and lot number provided by the patient. A review of the manufacturing records shows that the lot manufactured to specification. If additional information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
This is an addendum to the previously submitted mdrs to document the receipt of patient medical records. The medical records indicate that the patient has multiple allergens including a mild reaction to mesh; due to this there is no way to determine whether the bard mesh may be the causative factor to the reactions he has experienced. The patient's treatment is on going. No definitive conclusions can be made at this time. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following was reported to davol via maude event report (mw5041151) "allergic reactions after surgical implantation of polypropylene mesh (2014) to repair inguinal hernia. Reactions included daily varied outbreaks of hives and rash over chest, arms, groin, inguinal site and abdomen. Had surgery to repair a right side, inguinal hernia. A polypropylene mesh/plug was implanted to repair hernia (2014.) Within 24 hours of this implantation, numerous reactions around my body began to occur in addition to the expected pain and testicle swelling. These reactions included rash and hives on scrotum, penis, chest, and arms. A large (6 cm diameter) discolored rash developed in the bed of each elbow as well as hives down the length of both arms. Unsuccessfully treated outbreaks with 25 mg benadryl tablets and 1 percent cortisone cream. Checked with surgeon to ask if this reaction was normal or my body reacting to or rejecting the implant. The response was there was nothing in the implant that the body would react to in such a manner and suggested it must be something else. Hives continued to develop down both arms from elbow to wrist, on the chest, on the neck and groin area. Went to emergency room (2014) to resolve severe allergic reaction. Referred to an allergist for evaluation and resolution. Allergist prescribed medications to end daily allergic reactions (2014.) Allergic reactions continued. Reactivity to polypropylene mesh was eventually determined using separate patch test (2014.) Allergist contacted manufacturer (date unknown) and referred me back to surgeon for further action. Surgeon indicated he would remove implant as needed (2015.) Elected not to remove yet since surgical area continued to heal and allergic reactions have decreased. Emergency room treatment post surgery (2014.)" Addendum based on medical records provided by the contact: on (B)(6) 2014 - patient was diagnosed with a right inguinal hernia and underwent repair with implant of a bard perfix plug and onlay. On (B)(6) 2014 - patient presented to the ER with complaints of hives for an onset of 2 weeks. The patient was prescribed an antihistamine and oral steroids and was referred to follow up with his primary care physician. On (B)(6) 2014 and (B)(6) 2015 - patient had consulted with an allergist who performed a reactivity patch testing. The tests results were, positive 1+ reaction with ¿erythema and possible papules.¿ note, ¿within 24 hours after 1st antifungal medication the discoloration in crease of elbows disappeared.¿ on (B)(6) 2015 - patient had a follow up visit with the surgeon who offered to remove the plug. The patient did not want it removed at that time. On (B)(6) 2017 - patient underwent additional reactivity testing. The patient had a 1+ reaction to the following, titanium oxylate, copper sulfate, cobolt, benzoyl peroxide, fragrance mix